Manufacturer narrative:
The device was returned to the (B)(6) house located in (B)(6)for an extensive engineering investigation. The investigation determined that the device fault was due to a component failure on the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it would not detect the correct power source. The device was not in use when the fault occurred; therefore, there was no patient involvement.